Event description:
The trocar/lancet broke off at the hub. An alternate device used to complete the case.manufacturer response for off road lancet, offroad (per site reporter).======================they took a description of the incident, issued an rga#, and asked for the product to be returned to them.